Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia 45mm articulating medium/thick reload opened by the account. Visual inspection of the cartridge revealed that the reload had a full staple complement. The jaws were received closed. The received photo shows the blow out plate protruding and visual observation confirms that the blowout plate was damaged and protruding from the device. Functional testing of the reload could not be performed due to the noted damages. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Engineering concluded that this condition can occur when the device is fully articulated and the anvil assembly is forcefully articulated beyond design limits. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a wedge resection, the surgeon approached to the tissue and attempted to fire the device, however, the device did not fire at all. In addition, a piece was found sticking out of the joint of the reload. A new device was used to complete the case. No injury or adverse event was reported.